Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has very little benefit with her implant. There is strong facial stimulation and pain on almost every electrode channel, before reaching the mcl. It was tried to solve the problem with improved fitting and change of the audio processor, but the situation remained. A cone beam CT scan was performed, showing that the electrode passes the facial nerve very close.